Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two devices are available for evaluation but have not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device leaked. Two reported events had patient involvement with no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two devices were received for evaluation; 2 events were confirmed during testing. One device was found to be affected by flaking impreglon coating. One device was found to be affected by a component shedding metal debris. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device leaked. Two reported events had patient involvement with no patient impact.